Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clip was preformed before it was at the end of the jaws. Used a second device to complete the case. No pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.